Event description:
A very clear toggle of the poly and uniaxial screw on the screw driver on insertion of the screw into the pedicle. Rep was scrubbed and assisting, loaded all the screws. Even under low resistance , the screws were skiving off. Casued a delay of greater than 30mins.